Event description:
It is reported that the pt was implanted with a noncompatible articular surface and was revised the same day to correct the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.